Event description:
The customer reported being hospitalized for four days due to high blood glucose. The customer stated that he was not aware of how high his glucose level was, but he was in dialysis the day before, and he was not feeling well. The customer mentioned suffering a small heart attack. The customer stated that he changed the infusion set and he was fine. The customer stated that the battery cap was stripped and the insulin pump had cracks around the reservoir. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.